Event description:
In 2008, the patient reported that she received an 04 (occlusion) error while attempting to bolus. She changed the piston rod and #2 battery in an attempt to troubleshoot, and the 04 recurred while bolusing 1 unit of insulin. To troubleshoot, the patient was instructed to disconnect from her infusion site, and to bolus 4 units of insulin, and the infusion device occluded. She was instructed to remove the infusion tubing and to bolus through the adapter, and the infusion device occluded. She was instructed to remove the insulin cartridge, and she was able to bolus without error. The insulin cartridge and infusion set had been in use for 2 days. The patient was instructed to insert a new insulin cartridge and adapter. She did not have replacement infusion sets and attached the previous tubing. The infusion device occluded. She was sent replacement infusion sets. She stated she would contact her physician to switch to injection therapy. Upon follow up about 2 days later, the pt stated, that she continues to experience occlusions with the replacement supplies. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.